Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection revealed no external damage. The device was able to power on via stock batteries. During power-on testing, some of the led segments did not illuminate correctly. The device's system board was replaced and led segments illuminated properly. The failure was isolated to a system board failure. Visual and audible alarm indicators were functioning as designed. A service history record reveals this unit has been in the field for over four (4) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported a part of the led segment on the upper field was off. No patient impact or consequences were reported.